Event description:
Subsequent to the initial report filed, additional information reported that the leak was noted at the cap level of the gripper lever. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issues of gripper lever leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the leak at the base of the gripper lever could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report lever leak during preparation. It was reported that during preparation of the clip delivery system (cds), a leak was noted from the base of the gripper lever. Therefore, the cds was not used in the procedure. There was no patient involvement. No additional information was provided.